Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The consumer stated that all of the symptoms they experienced and that they were still having were also had by a group who all have had similar or same problems: the fire feeling, going down legs, vaginal burning so bad, peripheral nerve damage, legs going numb, feeling like they¿re on fire, pain. The consumer noted like them, the individuals of the group also begged to have the devices removed, directly quoted: ¿there are plenty of" people "begging to get it out" and they are being refused. That lives are ruined. That they will probably have to live with peripheral neuropathy. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient¿s with an implantable neurostimulators (ins). It was reported so many women had problems. The healthcare professional (hcp) said they never heard till they brought up in their support group then the story changes. The consumer reported if they wanted it out of their body it should be removed. It was noted it left they with a chronic illness and expensive medication they helpfully didn¿t have to take forever. It was noted patient¿s spent 5 days in the hospital and they were unable to get out of the bed. The consumer noted the patients had to be cleaned and helped in so many ways the they could have done before. The consumer noted they patient¿s wanted a little more freedom of not having to rush to the bathroom. The consumer noted the trials were great and actually ruined their lives. The consumer noted the patient¿s couldn¿t even drive now because of nerve damage and it truly ruined lives. There were no further complications that have been reported as a result of this event.